Event description:
It was reported that ht balance middleweight guide wire shaft fractured when advancing over the guide. Another device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, after the initial was filed it was was noted that when attempting to backload the guide wire onto the guide catheter outside the patient's anatomy, the guide wire shaft kinked and fractured; however, remaining in one piece. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 - code 2199 was removed, codes 2889, 2645 were added.